Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in the catheter was found to be bent after use. There was no report of patient impact. The following information was provided by the initial reporter: catheter was bent when discontinuing it after a cta of the heart. The scan pressured out and the image was not as good as usual. Wondering why the catheter was bent with insertion being smooth and no trouble.

Event description:
It was reported while using bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in the catheter was found to be bent after use. There was no report of patient impact. The following information was provided by the initial reporter: catheter was bent when discontinuing it after a cta of the heart. The scan pressured out and the image was not as good as usual. Wondering why the catheter was bent with insertion being smooth and no trouble.

Manufacturer narrative:
D.10 device available for eval?: yes. D.10 date returned to manufacturer? 04/25/2022. H.3 device returned to manuf?: yes. H.3 device eval by manufacturer?: yes. H.6. Investigation summary: bd was able to observe a slight curvature in the catheter through the evaluation of the used sample received, but was not found any damage or the failure mode reported by the customer, then we evaluate the unopened sample provided and we were not able to observe any damage on catheter, both samples were evaluated under magnification and we did not observe any damage on catheter related to the failure mode reported so this failure cannot be confirmed to the manufacturing process under the evaluation performed because any damage was found, the product is 100% inspected through several process steps and it is very unlikely that a catheter with this condition wouldn't be detected during those inspections, according to the statement ¿catheter was bent when discontinuing it after a cta of the heart¿ it is also very unlikely that this condition was not detected by the customer before the insertion, therefore, the failure mode could be related to improper handling during use, after opening the package and/or placing the device. Internal quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.